Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the da vinci product with an alleged issue to perform failure analysis. The reported arm floating no intuitive motion was not confirmed and not replicated. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The usm was installed onto a golden system where the component functioned as expected. Once testing was completed, the usm was inspected, but no fault could be identified.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer observed the universal surgical manipulator (usm) 2 was floating when clutched. The customer informed the technical support engineer (tse) the arm was being clutched from the usm during docking. The customer docked the arm, and the brakes would hold the arm in place when unclutched. The procedure was completed with no reported injury.